Event description:
Healthcare professional (hcp) reported a blood leak on a ca-hp 150 dialyzer during use #22. The leak was noted by an alarm in the middle of the pt's treatment. Approx 300 cc blood loss occurred. A new dialyzer and blood lines were set-up and the treatment continued without incident. There was no patient injury or medical intervention reported by the hcp.